Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage including kinks, insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported decreased impedance measurements and noise was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in impedance measurements. Furthermore, there were several ventricular fibrillation (vf) episodes. It was believed that the vf episodes were due to noise and oversensing. The noise did not lead to inappropriate shocks. Subsequently, the patient underwent a revision procedure and the product was explanted and replaced. No patient complications were reported.